Manufacturer narrative:
H3) device evaluation: medtronic led an evaluation of the reported arm cart assembly in the field and the associated device logs. Review of the field service notes indicated that the arm cart assembly experienced a non-recoverable error, but it was unable to be reproduced. The robotic arm joint 2 brooming script was performed and the arm cart is ready for use. Evaluation of the logs indicated that the arm cart assembly experienced a potentiometer failure at robotic arm joint 2. The arm cart was restarted and the arm cart was continued to be used. An error code for a mismatch in the master positioning sensor (mps) and joint position sensor (jps) primary was triggered. An error code occurred after calibration for if the primary and the secondary position sensors for any degrees of freedom differ by the standard set. These errors caused a non-recoverable error to occur and lead to the system to have no movement. Evaluation of the arm cart assembly confirmed the reported condition. The investigation identified that the most likely cause could be traced to a potentiometer failure. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all medtronic quality release specifications at the time of manufacture. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic right hemicolectomy procedure, the arm cart assembly(aca) experienced a non-recoverable error. The aca became stuck. The aca was rebooted to resolve the issue and continued to be used. It took 5 minutes to resolve the issue. There was no patient injury.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a robotic laparoscopic right hemicolectomy procedure, the arm cart assembly(aca) experienced a non-recoverable error. The aca became stuck. The aca was rebooted to resolve the issue, and continued to be used. It took 5 minutes to resolve the issue. There was no patient injury.